Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, evidence of excessive bio-burden was present. The device was able to seal, coagulate and cut as intended. A review of the DHR for the reported lot/serial number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: ancillary equipment failure. Trigger button (activation button) not engaged throughout the entire seal cycle. Device activated in contact with pooling fluid. Device used on vessels thicker than 7 mm. Device not cleaned while in use per IFU guidance. The instructions for use (IFU) state: do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Do not use this instrument on vessels larger than 7 mm in diameter. If the instrument shaft is visibly bent, discard and replace the instrument. A bent shaft may prevent the instrument from sealing or cutting properly. Eliminate tension on the tissue when sealing and cutting to ensure proper function. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Do not activate the ligasure system in an open-circuit condition. Activate the system only when the instrument is in direct contact with the target tissue to lessen the possibility of unintended burns. A continuous tone sounds to indicate the activation of rf energy. When the activation cycle is complete, a two-pulsed seal-cycle-complete tone sounds and rf output ceases. Prior to cutting the seal, inspect the vessel or tissue to ensure proper sealing. Keep the instrument jaws (1) clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the lf1837 ligasure was sticking and did not seal as it should during a laparoscopic sigmoid resection. Significant bleeding was noted, the ligasure would not maintain hemostasis and a vascular stapler had to be used. The volume of blood loss was not reported and no additional information is available from the complainant. The complainant is not aware of any patient injury, or extended procedure time. These are commonly used devices that are readily available.